Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the clamp arm detached. As the clamp arm was not returned, further eval of the clamp arm could not be performed.

Event description:
It was reported that during the lap right ovarian procedure, instrument was working intermittently. Instruments were removed. Case completed with like device. No pt consequence.